Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level. The customer¿s blood glucose (bg) was displayed as ¿high¿; however, no specific value was provided. The customer administered a manual injection to address bg level.